Manufacturer narrative:
Per RMA a new seeker was sent to site. Per evaluation of mnav. The array has seized as reported. All three posts are missing as well.

Event description:
Site reported the env ostium seeker probe seeker has seized. The event did not occur during surgery and no pt was present.